Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received a call because the water was not cooling, and they had several instances of alert 113 (reduced water temperature control) in an arctic sun device. When set to manual cooling mode, it was unable to cool. The water in chiller temperature (t4) was at 4°c, so, it might be the mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated the device was evaluated and the reported issue was confirmed as it was noted that the mixing pump cable was loose causing the issues. Adjusted cable. Calibration is performed correctly. The instructions-for-use under baw2800424 rev 1, baw2800261 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received a call because the water was not cooling, and they had several instances of alert 113 (reduced water temperature control) in an arctic sun device. When set to manual cooling mode, it was unable to cool. The water in chiller temperature (t4) was at 4°c, so, it might be the mixing pump. Per follow up information updated from wo on 18feb2025, the mixing pump cable was loose. It is adjusted and the problem is solved. Calibration is performed correctly.